Event description:
Injury reported was a small tear of the skin at the left side of the head. In supine position, surgeon placed mayfield skull clamp to head. After leg rolling the pt into prone position and before attaching skull clamp to clamp adapter, the clamp detached from head and surgeon said "it slipped". Additional comments from the reporter of the event "the circulating nurse felt the situation could have been prevented if the surgeon would have tightened the skull clamp more and screwed the end knob tighter".